Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. During one event the customer had to plug the pump into a power source in order to activate pump display. The customer's blood glucose level was 80-150 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.